Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the channels of the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, suction channel, air/water channel, auxiliary water channel and distal end of the subject device. The testing result cleared the (B)(6) guideline. Oekg checked the subject device and found the following. The adhesive of the bending section rubber was peeled off. The bending section was worn out. There were foreign objects on the air/water cylinder. The suction cylinder was worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and oekg, there was the possibility that this phenomenon was attributed to the following. - there was a difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. - contamination occurred during the microbiological test sampling by the user facility. If additional information is received, this report will be supplemented.